Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with two prostyle devices after a cardiac ablation using an 8.5f sheath. Reportedly, a suture break occurred during knot advancement. This occurred with both devices. Hemostasis was achieved with a new prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.